Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed by the user between the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. An in range patient impedance was detected during this time on two occasions, no shock was advised. An increase in voltage proceeding the two occasions suggests further pad-paks were installed. Manual power ups of mainly ten minutes duration are recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.